Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rewj0580 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that xxx gave the patient a PICC puncture. Normal implant process. In (B)(6), she found the catheter a leakage at the puncture site. New PICC was placed.